Event description:
The customer reported that during an excision of condyloma the cotton dressing under the pt started to burn due to leaking of disinfectant (skinsept g). The pt rec'd a second degree burn on the left hip. The burn was treated with sterile wound dressings, tylex, betadine, cooling, antibiotic treatment with amoxiklav (amoxycillin and clavulanic acid).

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would have caused or contributed to the reported condition of a pt burn.